Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 was failed and also not detected on bus. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 failed and were not detected on the bus. During troubleshooting, it was observed that the lights were not active on the pyxibus module controller. The field service engineer (fse) replaced the pyxibus module controller, which restored communication and allowed the drawers to recover. The customer verified functionality by performing an inventory count. The system functioned as intended after the field service engineer repaired the device.